Manufacturer narrative:
The following devices were also listed in this report: tritanium bplate triathlon s7; cat# 5536b700; lot# ctd19732. Triathlon p/a ps beaded #7l; cat# 5516f701; lot# bjx9t1. Tritanium patella-asymmetric; cat# 5552-l-350; lot# d47a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced.

Event description:
It was reported that a first-stage revision was performed on the patients' left knee with the implantation of a "2-stage spacer" after all primary implants were removed.